Event description:
New information notes that the patient's right atrial lead was explanted on (B)(6) 2021.

Manufacturer narrative:
The reported event of noise was not confirmed. As received, a complete lead was returned in two pieces. During electrical testing the lead was shorting due to procedural damage to the inner insulation at the distal region of the lead. X-ray examination did not find any indication of conductor fractures. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
New information reports that the patient was stable before, during, and after the procedure.

Event description:
It was reported that a patient experienced noise in their right atrial lead, resulting in oversensing. The patient did not report any symptoms and was stable throughout.